Manufacturer narrative:
Concomitant products: 00620205420 61310602 shell porous with multi holes 54 mm; 00630505036 61355004 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells; 00625006530 60515363 bone screw self-tapping 6.5 mm dia. 30 mm length; 00625006520 61371939 bone screw self-tapping 6.5 mm dia. 20 mm length; 00801803603 61368549 femoral head sterile product do not resterilize 12/14 taper. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Patient¿s legal counsel reported patient¿s right hip was revised 5 years post-implantation due to patient allegations of aseptic loosening of femoral stem. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Revision operative report confirmed the revision was performed due to aseptic loosening of femoral stem. The femoral stem was noted to be grossly loose. Operative report further noted a high-speed burr was used to trim an overgrown trochanter to avoid impingement between the greater trochanter and pelvis. The stem and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.